Manufacturer narrative:
A review of the image result files showed that the jka antibody in the patients sample appeared to be demonstrating dosage. An immucor field service engineer replaced and calibrated the camera. Qc was performed and acceptable results were obtained. (B)(6) known positive patient samples were tested and resulted as expected.

Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo m00487.